Manufacturer narrative:
Low impedance. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the therapy delivery an alert for possible lead issue was noted. Out of range low high voltage lead impedance was noted and the therapy was aborted. Normal lead impedance was revealed with programmer-initialed hvli checks. The patient was hospitalized during the output circuit damage and denies any external defibrillation exposure. Possible insulation on the lead was suggested. Further actions will be discussed with the following physician. No further information is available.